Event description:
It was reported that during initial implantation, guidewire got stuck in the lead while the physician attempted to reposition it. Another lead was used. Procedure was completed. Patient was stable.

Manufacturer narrative:
Analysis noted that the reported event of ¿guidewire got stuck¿ was confirmed. As received, a complete lead was returned in one piece with the guidewire fully inserted and stuck inside the lead. Visual inspection found the inner coil bunched and ptfe coating visible within the connector region and other locations along the length of the lead. The cause of the reported event was isolated to the bunching inner coil caused by stripped ptfe coating from the guidewire consistent with procedural damage.